Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the issue, but the fse was able to confirm errors 23055 and 32101 in the logs. The fse replaced the vertical column motor on console #1 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint, but failure analysis is in progress.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted technical support engineer (tse) to report ongoing issues when the surgeon attempted to adjust the ergonomics on console #1. The tse reviewed logs and identified errors on the master compute engine board (mceb) that indicated a potential ergonomic column motor issue. The customer planned to continue the case using console #2 and will perform a hard power cycle after completing the procedure. Later, the customer reported multiple ergonomic errors, followed by a non-recoverable error that required a system restart; the customer then disconnected the affected console and continued the procedure using one console. The procedure was completing as planned with no reported injury.